Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Device analysis: visual analysis of the returned contour ureteral stent has revealed that the stent shaft was kinked near the distal (renal) end. The proximal bladder coil was detached and was not present with the return. The proximal end appeared to have been cut clean; however, it could not be determined how the coil became detached. The suture was also not present with the return. The investigation could not determine how the suture became detached. A .038' guidewire was passed through the stent with minimal resistance as it passed by the kink. Most likely, the stent kinked during the procedure due to some aspect of the placement of the device, some condition during indwell, or the patient's anatomy. Operational context contributed to this event. Additional information follow-up information received on (B)(6), 2011 confirmed no portion of the stent was left inside the patient.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was successfully placed on (B)(6), 2011. According to the complainant, the patient presented with "symptoms" sometime in (B)(6) 2011. The physician checked the stent and found that it had kinked and was no longer functioning properly. The physician removed the stent on (B)(6), 2011. The patient's condition at the conclusion of the procedure was reported to be "fine.' Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was successfully placed on (B)(6), 2011. According to the complainant, the patient presented with "symptoms" sometime in (B)(6) 2011. The physician checked the stent and found that it had kinked and was no longer functioning properly. The physician removed the stent on (B)(6), 2011. The patient's condition at the conclusion of the procedure was reported to be 'fine.' Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.